Manufacturer narrative:
Manufacturer narrative: the statement should be corrected from: "additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted." To: "a review of the manufacturing records was completed for the incident lot and no issues were identified."

Manufacturer narrative:
(B)(4). Results: bd received two samples and one photograph from the customer facility for investigation. The samples and photo were evaluated and the customer¿s indicated failure mode for leakage with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with the "flash" section leaked into the top section of the barrel (no blood leaked out of the equipment). No serious injury or medical intervention reported.